Event description:
It was reported that a model 104 generator resulted "disabled" while performing a battery replacement of a 102r generator with a model 104. The pt's model 104 generator was interrogated outside of the sterile field and the eos projection at the time was 10 years. The surgeon stated he performed a generator diagnostic using the test resistor at this time which also resulted in a 10 year eos projection. The pt's settings were programmed and the eos projection was then 7.1 years. The leads were attached to the model 104 generator and monopolar cautery was used to "stop a bleeder" while the generator was out of the pocket. System diagnostics were ran again to check connection between generator and lead which resulted in "pulse generator disabled" message due to "vbatt less than eos threshold." The surgeon then re-attached the old generator model 102r to existing leads and verified that lead impedance was still ok. At the moment the root cause of the reported event is unk as good faith attempts to obtain add'l info have been unsuccessful to date. The model 104 generator and 102r generator were returned to the MFR and are currently undergoing product analysis.